Event description:
It was reported that the pump wasn¿t working (no specific details stated). Patient felt a sting during her last refill at pump location where the ports were located. Patient was going to contact their healthcare provider (hcp) but indicated that they had been not been feeling good lately. It was stated that patient had change in therapy, had a rash which started last thursday and patient didn't notice rash until 4 days ago. The rash was above and on the right side of the pump and went around back and thighs. Drugs in the pump were bupivacaine and fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# unknown, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).